Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter the catheter adapter/connector/hub had a molding issue and was not able to be connect to the mating component. The following information was provided by the initial reporter. The customer stated: "after catheter placement for a patient, the hcp attempted to connect an extension tubing to the catheter hub but could not do it. The hcp then discovered that the catheter hub was deformed."

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter the catheter adapter/connector/hub had a molding issue and was not able to be connect to the mating component. The following information was provided by the initial reporter. The customer stated: "after catheter placement for a patient, the hcp attempted to connect an extension tubing to the catheter hub but could not do it. The hcp then discovered that the catheter hub was deformed."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Upon inspection of the received unit, it was found that one of the threads on the luer was deformed. No other damage was found on the unit. Function testing was performed by attempting to connect a luer-lok syringe to the luer of the unit. A connection could not be completed due to the luer deformation, confirming the reported defect. The damage is likely due to misalignment during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.